Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient is in excruciating pain and is unable to get up and walk due to the placement of the device that is near their spine. The patient has spondylolisthesis and thinks that due to the placement it is flaring up. Patient does not plan on proceeding with stage 2 at this time as the device was placed wrong and the pain medication they were prescribed is not helping. Patient stated they had an implant years ago but it was placed near their upper buttocks while this one was placed near spine in middle of their back. The patient also stated they are voiding very frequently but this maybe from IV fluids. Patient will be seeing their physician on (B)(6) 2021. The patient is sick and heavily medicated. They are waiting for a call from their doctor.